Event description:
The balloon became ruptured during clinical use.

Manufacturer narrative:
One sample was received on 7 november 2007. Upon completion of the investigation, a supplemental report will be submitted.